Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches on the device case and header and dried blood/body fluid in the left ventricular (lv) lead barrel. Visual examination noted the seal plugs are intact and the set screws operated normally. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to an infection. A medtronic lead got blocked in the connector as it was difficult to retract/remove. The surgeon cut the lead and completed the extraction with success. The patient was prescribed antibiotics in response to the reported event. No additional adverse patient effects were reported.

Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to an infection. A medtronic lead got blocked in the connector as it was difficult to retract/remove. The surgeon cut the lead and completed the extraction with success. The patient was prescribed antibiotics in response to the reported event. No additional adverse patient effects were reported.